Event description:
It was reported that the patient has not recharged her ipg in approx 3 months. As a result, the patient is unable to communicate with external devices and has lost stimulation. Surgical intervention will be undertaken at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.